Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was explanted due to pocket infection. The patient was recovering post-procedure.

Manufacturer narrative:
11 aug 2025, (B)(6): the sterilization records were reviewed on 30 jul 2025 and no evidence of abnormal sterilization cycle was found.